Event description:
The patient reported that she did not think her infusion device was functioning properly. She stated that the infusion device is making a strange grinding noise and the piston rod wobbles back and fourth. She also feels that her infusion device intermittingly turns on and delivers insulin on its own. The patient's blood glucose has been erratic from 30 to 350 mg/dl. The patient's target blood glucose level is 100 mg/dl. The patient had a symptom of "feeling like crud" with her elevated blood glucose, and symptoms of shaky, jittery, nauseated and weak with her low blood glucose. The patient stated that her and her health care team have made so many adjustments to her infusion device that it has to be malfunctioning. The product has been requested for return to be evaluated.